Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device was in excellent condition. Power up process and occlusion test performed and could not duplicated reported problems. The root cause of the reported issue was not found. Actions taken to mitigate the reported issue: replaced speaker for preventive, advised before powering on flippers should not be engaged, they should be away from ear clip. Performed power up process which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that primary audible alarm, acu watchdog, check clutch error, and possible speaker events occurred. No patient injury reported.